Event description:
While running in the burn unit the ventilator stopped cycling and alarmed fail to cycle. Therapist turned the unit off and on and it operated correctly for another 10 minutes then went fail to cycle again.

Manufacturer narrative:
Lab results: unit set-up and ran continously since 02-06-98 with an initial fail to cycle e39 that was corrected by turning unit off then back on. Since then the unit has performed without failure. Unable to induce unit to fail to cycle by quickly withdrawing power from unit. It is noted that the power supply pcb was changed on 1-6-98 for a "fail to cycle e39" problem. Not able to pinpoint the cause of the fail to cycle problem, but it is recommende that the epi pcb be replaced and the unit be upgraded to the latest software.